Event description:
Patient had allergic reaction; reported by hcp (health care personnel) did not consent to follow up (B)(6), all available information is provided in this report no further clarification is available.